Event description:
It was initially reported that patient had high impedance. The high impedance was discovered a few weeks prior to the report. X-rays were performed and there was not leak breaks seen and it was not known if a pin insertion issue was seen. The patient had a generator and lead replacement and the explanted product have been returned to the manufacturer for evaluation. Product analysis is planed but has not been completed. Good faith attempts for additional information have been unsuccessful to date.

Event description:
A break was identified in the positive and negative lead coils. Scanning electron microscopy images of the positive coil show that pitting or electro¿etching conditions have occurred at the break location. A secondary fracture was identified in the vicinity of the positive coil end. However, due to mechanical distortion, surface contamination and metal dissolution the fracture mechanism cannot be determined. Scanning electron microscopy images of the negative coil showed what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break. One strand shows what appear to be stress-cracks in the vicinity of the coil break at the mating end. Scanning electron microscopy images of the negative coil end show appearance suggesting that the coil was exposed to some type of electro-cautery tool in least two of the strands (most likely during the explant procedure). Two strands show appearance suggesting that a stress-induced fracture has occurred at the coil end. Also, two secondary breaks were identified in the negative coil in the vicinity of the coil end. There was also fluid found in the inner and outer tubing. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.